Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels after she gave herself too much insulin. The customer stated that she gave herself 200 units of insulin when she changed the insertion site. The customer was hospitalized on a friday and discharged the following sunday. The customer discontinued use of the insulin pump, stating that she was not going back onto insulin pump therapy until she really knew how to work the device. The customer stated that she might use the insulin pump with saline for a week or two beforehand. She did not have the time to be transferred to the 24 hour help line for troubleshooting assistance. The customer declined to provide the blood glucose reading.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.